Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient initials are: (B)(6). Patient weight not provided for reporting. Date of event: unknown. This report is for unknown screw/unknown lot number. Unknown part number, unknown lot number, UDI is unavailable. Original implant date unknown. 510k#: unknown. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date two weeks ago a patient had a one plate and 7 screws to repair a finger fracture. X-rays were performed on an unknown date and a broken screw was identified. On (B)(6) 2016 the patient was taken into surgery for the removal of the plate and screws. One screw to be broken, the remaining 6 screws and plate was removed intact. The patient was revised with new hardware. There was no delay in surgery and the surgery was completed successfully. The patient is reported to be stable after the completion of the surgery. This complaint involves one (1) device. Concomitant medical devices reported: unknown plate (part# unknown, lot# unknown, quantity 1), unknown screw (part# unknown, lot# unknown, quantity 6). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). A product development investigation including was performed for the subject device (2.0mm ti cortex screw self-tapping 13mm, part number 401.813, lot number unknown). The subject device was received for investigation due to the implant breaking postoperatively. The threads are damaged in two locations in the form of gouges. The screw is completely broken into two pieces approximately 9.8mm from the tip of the screw. Drawings for the subject device were reviewed. No drawing issues or discrepancies were noted. The design was determined to be suitable for the intended use when employed and maintained as recommended. The exact root cause for the broken screw is unknown, but it is likely the result of fatigue failure due to cyclic loading. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, functional test, and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.